Event description:
The customer observed vacuum pump damage after noticing abnormal odors coming from the architect i2000sr instrument. During inspection, they found that the customer¿s sewer pipe drained water into the waste pump and caused the vacuum pump capacitor to short circuit and burn out. The capacitor was charred. The vacuum pump was replaced and then the instrument operated normally. No impact to patient management was reported.

Manufacturer narrative:
Service was dispatched and determined the pump; vacuum (rohs) was the cause of the issue. Service replaced the part, and the issue was resolved. No fire or injury to personnel reported. The instrument service history review revealed no additional service tickets associated with smoke/spark. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. The charring was limited to the pump, vacuum (rohs) and no charring/spark/burning was spread to other parts of the instrument. A review of ticket trending did not identify any related trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the information within the complaint record, the device met performance specifications and performed as intended at the customer site. Further, a systemic issue and/or product deficiency was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed vacuum pump damage after noticing abnormal odors coming from the architect i2000sr instrument. During inspection, they found that the customer¿s sewer pipe drained water into the waste pump and caused the vacuum pump capacitor to short circuit and burn out. The capacitor was charred. The vacuum pump was replaced and then the instrument operated normally. No impact to patient management was reported.